Manufacturer narrative:
H6: codes e0506 and f01 have been added.

Event description:
A 74-year-old male with an indication for use of the impella 5.5 for acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage e) underwent surgical right axillary/subclavian access for device placement on (B)(6) 2026 at 4:10 am. During post implant evaluation, an occlusion of the subclavian artery at the graft/impella 5.5 insertion site was identified. Angiography performed via radial access demonstrated 100% occlusion, and the cardiologist indicated the obstruction was likely related to a dissection flap. The surgical team was consulted regarding potential removal of the device to prevent further right upper extremity ischemia. On (B)(6) 2026, the device remained in situ. The surgeon attempted repair of the subclavian artery while creating the graft insertion site. The patient¿s upper extremity perfusion subsequently improved, with doppler detectable pulses. Open heart surgery was scheduled for friday, at which time the surgeon would reassess and determine whether the impella 5.5 could be safely removed. As of (B)(6) 2026, the patient remained on support with the same device, and explant timing remained undetermined. The resulting ischemia improved with continued monitoring, and the patient remains supported with the impella 5.5 pending surgical reevaluation. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old male with an indication for use of the impella 5.5 for acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) shock stage e, underwent surgical right axillary/subclavian access for device placement on (B)(6) 2026 at 4:10 am. During post-implant evaluation, an occlusion of the subclavian artery at the graft and impella 5.5 insertion site was identified. Angiography performed via radial access demonstrated 100% occlusion, and the cardiologist indicated the obstruction was likely related to a dissection flap. The surgical team was consulted regarding potential removal of the device to prevent further right upper extremity ischemia. On (B)(6) 2026, the device remained in situ. The surgeon attempted repair of the subclavian artery while creating the graft insertion site. The patient¿s upper extremity perfusion subsequently improved, with doppler-detectable pulses. Open heart surgery was scheduled for friday, at which time the surgeon would reassess and determine whether the impella 5.5 could be safely removed. As of (B)(6) 2026, the patient remained on support with the same device, and explant timing remained undetermined. The resulting ischemia improved with continued monitoring, and the patient remained supported with the impella 5.5 pending surgical reevaluation. Additional information indicates the patient also experienced a gastrointestinal bleed during the course of hospitalization. The gastrointestinal bleed was managed per standard clinical protocols in the setting of a critically ill patient receiving vasoactive support and anticoagulation therapy. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, requiring mechanical circulatory support and systemic anticoagulation, with known risks of ischemic and bleeding complications in this patient population. The patient survived.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog number corrected d6b explant date added.